Event description:
Baxter received a report that versacare frame had bed exit not alarming through nurse call. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the nurse cable was partially unplugged and needed to be reconnected. Per the baxter user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the baxter user manual, if the bed exit alarm does not alarm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jun 10, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician reconnected the nurse cable to resolve the reported event. Based on this information, no further action is required.